Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a display anomaly. The customer¿s blood glucose level was 210 mg/dl at the time of the incident. The customer was assisted with troubleshooting and still they are unable to read screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked lcd glass, bleeding lcd glass, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.